Event description:
The customer stated that the device had a failure to cycle power with error 1000. No pt involvement is addressed.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.